Event description:
It was observed that during the device inspection, the insufflation unit exhibited alarm went off when the power was turned on, and light-emitting diode (led) did not light up. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it was likely that alarm went off when the power was turned on and light-emitting diode (led) did not light up due to a failure found inside the main board. However, a definitive root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.